Event description:
Customer called to report the insulin pump has alarmed and stopped working. The customer changed the battery. Troubleshooting was performed. The customer will go buy new batteries and call back to complete troubleshooting. Customer did give himself a bolus and stated that the will be fine for a long time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).